Event description:
Attorney alleges in 2001 the patient underwent surgery for the movement of the spinal cord stimulator. The device was moved from the patient's left rear hip area to the patient's left abdomen. The device required two extensions but there was only one in the operating room. The surgeon was told that the device could be hooked up to just one side and it would work properly. The next month, the patient underwent further surgery to install a second extension. Due to infection the unit was removed. No report of device explantation. A follow-up report will be sent when additional information is received.